Manufacturer narrative:
Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.115.750s. Lot: 5l32139. Manufacturing site: (B)(4). Release to warehouse date: july 26, 2019. Expiry date: july 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal radius fractures by using the plate. During the surgery, the surgeon bent the shaft of the plate and placed it on the bone. Then the shaft of the plate broke while the surgeon was inserting a screw. The surgery was completed without any delay. Concomitant device reported: screw (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.4mm ti va-lcp volar rim dstl rad pl/6h hd/5h shft/rt-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.